Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Event description:
It was reported the patient's scs system implantable pulse generator was replaced. Reportedly, the patient did not keep the device charged as recommended and it had become unresponsive. Effective stimulation therapy was restored postoperatively.